Event description:
Cuff deflated. The current condition of the patient is stable.

Manufacturer narrative:
Actual device retruned for evaluation. As lot no. Was provided for this report, batch paperwork was manufactured to meet all blueprint specifications and quality requirements before final release. There is no evidence to suggest that the reported defect occurred in-house. Evaluation: the batch paperwork for lot number 2004114136 was reviewed and confirms that the order was manufactured to meet all of the blueprint specifications and quality requirements before final release. On sample returned for evaluation contained in a plastic bag. Also returned was 2 x opti-port assemblies, 1 x carlens adaptor and 1 x map0201 rev. 2. The returned unit was inflated and leak tested under water. Leakage was noted from a slit in the main body of the tracheal cuff measuring 2mm found to be within the blueprint specifications. There is no evidence to suggest that the reported defect occurred in house. Corrective action/comments: all mallinckrodt broncho cath product undergo a four-hour inflate/deflate test prior to release and it is at this stage that any defects are removed from the order.